Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated by a third-party service center, and no actionable errors were observed. During visual inspection of the device, foam particles were observed inside the device. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device is to be scrapped per customer request. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This device bipap a30 was manufactured 11/13/2013 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.